Manufacturer narrative:
One infusion pump was returned for evaluation. Device then underwent functional testing; unable to confirm the reported customer complaint. Delivery accuracy tests found the pump to be delivering within specification.

Event description:
Information was received that during bench testing of this smiths medical cadd legacy pump, the pump failed accuracy by -6.3%. No patient involvement reported.